Manufacturer narrative:
(B)(4). D10 : 42512100812 - psn mc ve asf l 12mm 8-11/ef - 65408658 42530007101 - tibia trabecular metal two-peg porous fixed bearing left size e - 65261904 66056768 - palacos r+g fast - 62581141 g2 : foreign country : australia h6 : mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery. Approximately 3 years post-op, the patient underwent a patella resurfacing and poly swap due to pain. The poly was revised due to standard procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.